Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
It is reported that a customer does not remember the issues with their insulin pump and no longer feels comfortable with the pump therapy. The patient's blood glucose level was at 141 mg/dl. The customer stated that they will not send the pump back for analysis. No further information was provided.